Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and titanium adapter which resulted in a leak. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3/d10: 8/17/2022 (previously submitted as 8/15/2022). Correctio made to b5: the patient was treated with intraperitoneal (ip) cefepime and vancomycin as precautionary measure (previously submitted as prophylactic antibiotics). Additional information in d9, h3, h6 and h10. H10: the device was received for evaluation attached with white mini cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed and no issues were observed. There was no issue with disconnection/connection during testing. An integrity of seal surface test was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.